Event description:
An impella cp was inserted via the femoral artery to support the 77-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was known to have a cardiac arrest with CPR, be on inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. On the day of implant there was a change in the urine color. The foley showed red-tinged urine. Of note the patient was not on any anticoagulation at the time. The team gave the patient albumin and reported no suction alarms. No labs for ldh was drawn to confirm any hemolysis. The pump was explanted and escalation to the impella 5.5 occurred after 2 days of support. Patient has survived to the 5.5 pump and remains on support to date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 product problem was reported incorrectly on the initial report that was submitted. D4 catalog, serial and primary UDI number were revised. E4 selection was revised as it was entered incorrectly on the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. Investigation summary - patient device interaction (hematuria): the cause of the injury was not determined due to insufficient clinical details.